Manufacturer narrative:
Brand name: l3o0200 - natura, common device name: protector, ostomy, product code: exe, PMA /510(k) #: exempt. Contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
The end user reported that she was using the product successfully for several weeks and had started to order it from her retailer. However, 3 weeks before this report, she developed a sore/wound on her skin near the stoma and it had progressively gotten larger. It was located from the 1-2 clock position. She did not know the size of the wound. She stated that she got very worried about the wound because over the next two weeks it started to get bigger, her skin started to look red, and she was beginning to develop other sores. She went to the emergency room who recommended an ostomy nurse. The end user stated that the nurse felt the wafer was too rigid for her and the flange had dug into her skin creating the sore/wound. She started her peristomal skin care/wound care routine. She cleaned her skin with a cleaning wipe she got from the hospital (unknown brand). She then applied stomahesive powder to the wound bed and sealed it to the wound with a barrier wipe. The end user was alternating amongst barrier wipes of different brands. She then applied aquacel to the wound site and then applied duoderm. The nurse then set her up with a non-company pouch. The end user was also told by the nurse that the wound would start to look worse before it started looking better and that it could take 3-4 weeks to heal. The end user planned to consult the nurses again on (B)(6) 2021 (monday). She stated till date, sometimes there was a little bleeding from the wound site. Photographs depicting the issue were received from the complainant.